Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
There was a report of a concurrent flow. It was noted " the normal infusion where this happens is with a 100ml secondary and a 500ml saline primary." The report states the clinician will use "2 hangers and end up having to clamp the primary." There was no patient harm or adverse effect to the patient.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. No additional patient information received.

Event description:
There was a report of a concurrent flow. It was noted " the normal infusion where this happens is with a 100ml secondary and a 500ml saline primary." The report states the clinician will use "2 hangers and end up having to clamp the primary." There was no adverse effect to the patient.